Manufacturer narrative:
The preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the intraocular lens (iol) was overridden by the pushrod at the cartridge body. The customer's reported complaint was verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) started to get stuck in the cartridge and the surgeon did not fully insert the lens into the patient's eye. The surgeon removed the lens and decided to use a new lens, same model and diopter. The patient was reported being fine. Additional information was received and it was confirmed that the lens was stuck in the cartridge and was only partially inserted. Reportedly there was no incision enlargement, no suture used, no vitrectomy performed and no patient injury. No further information was provided.